Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1d33l, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that during implant, the healthcare professional noted a small hole in the lead insulation distal to the electrode where fluid could get inside. Impedances were checked and found to be within range. An inspection was done as well. The healthcare professional decided to keep the lead, as the patient had had a successful trial with the lead placement, and continued with the implant. There were no patient symptoms reported.